Event description:
The customer reported the ventilator has a white screen and does not provide ventilation when powered on. The customer reported there was no patient involvement.

Manufacturer narrative:
Pr#: (B)(4).